Event description:
It was reported that during cleaning and sterilization, the customer noted broken wire on the pk dissecting forceps instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a frayed pitch cable at distal clevis hub. The clevis did not exhibit excessive damage. The frayed segment was approximately 0.03" in length. No other cable damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.